Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause for the reported death could not be determined. Additionally, the reported patient effect of death is listed in the instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is being filed to report the patient death. It was reported that the initial mitraclip procedure was performed on (B)(6) 2021, to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing mr to 1-2. On (B)(6) 2021 the patient died however the cause of death is not known. The clips were confirmed to be stable on the leaflets at one month follow up. No additional information was provided.